Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately after the implant of this transcatheter bioprosthetic valve, that had been implanted into a transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed. An echocardiogram indicated moderate paravalvular leak (pvl). Subsequently, a non medtronic valve was implanted, valve in valve, reducing the pvl to mild. It was reported that the patient had horizontal aortic anatomy with calcification on the native left coronary cusp. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. With the information provided, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.